Event description:
Information received regarding the device notes that during a routine evaluation when magnet was applied, the device paced for a few pulses then stopped functioning. The patient was pacemaker dependent.